Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl. The customer also stated that, the insulin pump had motor error alarm and was able to clear the alarm and rewind the insulin pump. The drive support cap appears to be normal. The customer stated that, the customer had issues with extreme high or low but he has been feeling not well. The insulin pump will be returned for analysis.